Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the alarm log identified an occurrence of system alarm 2j, which indicates an upstream occlusion sensor failure. The reported problem of "would not infuse" was determined to be the 2j failure. The cause of the reported problem is presumed to be an out of calibration upstream occlusion sensor. In order to resolve the reported problem, the device was swapped. The problem was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that an ipump would not infuse. The event occurred before use in the pediatrics department. There was no patient involvement. Additional information was requested and is not available.